Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was reported to be due to "abdominal collection". It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics for peritonitis. Twenty-nine days after event onset, the patient was recovered from the event. Pd therapy was discontinued and the patient was switched to hemodialysis 31 days after the event onset. No additional information is available.